Event description:
It is reported that less than 2 mm non-progressive radiolucency was observed under the tibial component for seven patients.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.pubfacts.com/detail/25229044/minimum-5-year-follow-up-results-of-minimally-invasive-total-knee-arthroplasty-using-mini-keel-modul. This report will be amended when our investigation is complete.